Event description:
The customer reported to olympus, the evis lusera colonovideoscope had a pinhole. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was lost due to damage on the up/down knob, the nozzle had foreign objects, the bending in the up direction was out of standard, the up/down knob had play, the adhesive on the bending section rubber was cracked, the adhesive on the bending section rubber was chipped, the adhesive on the bending section rubber was a cloudy white, water removal was insufficient due to the clogged nozzle, the objective lens adhesive was peeled, and the light guide lens adhesive was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material in the nozzle was could not be determined. Olympus will continue to monitor field performance for this device.